Event description:
As reported: the customer reported that : "during an ablation of the screw, the head of the screwdriver ref 702753 broke (axos). Use of our material, removal of the screw, without success. Implantation of the plate in 2019 in gap (other establishment) : tibial plate (right) not removed: general anesthesia wasted 2 screws are completely locked in the plate (upper screws) a second anesthesia will be required". The osteosynthesis material was left on the patient.

Manufacturer narrative:
D9 - corrected to indicate device was not available for return the reported event could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. The device inspection was not possible as the product was not returned for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. The instructions for use instructs user that: ¿do not hit instruments unless they are specifically intended for impaction. Always treat the instrument carefully to avoid surface damage or alterations to the geometry. The design of the instrument must not be modified in any way. The stryker "instructions for cleaning, sterilization, inspection and maintenance" help to determine whether an instrument is in good condition or must be replaced due to excessive wear or obvious defects.¿ more detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If device is returned or any further information is provided, the investigation report will be reassessed. H3 other text : device was discarded

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
As reported: the customer reported that : "during an ablation of the screw, the head of the screwdriver ref 702753 broke (axos). Use of our material, removal of the screw, without success. Implantation of the plate in 2019 in gap (other establishment) : tibial plate (right) not removed: general anesthesia wasted 2 screws are completely locked in the plate (upper screws) a second anesthesia will be required". The osteosynthesis material was left on the patient.